Event description:
The iabp (intra-aortic balloon pump) was set up with heparin flush and a (B)(6) unit bolus of heparin was given. The pump was working fine when transferred to the ICU, and patient was stable. At 04:50 the iabp was placed on standby, per md, due to alarms and noticed blood backing up through the pressure line. In the morning, the team was called in to replace the balloon. Upon inspection, it appeared the pressure line had clotted off. Manufacturer response for iabp balloon, maquet (per site reporter). No specific response from product rep.